Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a plug driver broke while installing a screw during training with a bone model. There was no patient involved with this event.

Manufacturer narrative:
The returned plug driver was evaluated. The tip was found to have fractured likely due to higher than normal torque values or off axis forces during the training due to the inexperience of the trainees using it. Additionally, it is possible that the material gradually weakened from use over the lifetime of the device. A review of the DHR did not identify any issues which would have contributed to this event.